Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6)2024 wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention maybe undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.